Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia, the device jammed in the middle of the procedure. The device component fell into the cavity of the patient and was not retrieved. They opened a new device to complete the case.